Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a low battery alert after being on charge overnight, and the user confirmed they were using a non-original charger; the device later powered on and indicated 8 percent battery, and a compatible charger replacement was arranged. Symptoms included no reported adverse health effects. Outcomes included no medical intervention, no hospitalization, and continued device use once power returned. Investigation included customer basic troubleshooting education regarding appropriate charging accessories. Investigation of this case revealed a charging performance issue likely related to use of an unknown third-party charger rather than an ilet-approved power accessory. It was concluded, based on previously established findings for similar reports, that the cause was use of an incompatible or inadequate external charging component.